Manufacturer narrative:
Case: (B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Insert and locking bolt revision after 4 days due to infection. This is the second revision for this patient ( first revision reported in 1226188-2023-00117).

Event description:
Insert and locking bolt revision after 4 days due to infection. This is the second revision for this patient ( first revision reported in 1226188-2023-00117).

Manufacturer narrative:
(B)(4), final report: additional information including x-rays, operative notes, patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. No additional information was provided, therefore the scope of the investigation was limited. The appropriate device details have been provided and the relevant device manufacturing and sterilization records were identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused the reported event. Infection is a known complication with any invasive surgery. Based on the available information, the root cause of the reported infection could not be determined and thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.